Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the flex deflectable videoscope had no image. The issue occurred during preparation for use in a therapeutic procedure. There were no reports of patient harm. The case was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six years since the subject device was manufactured. The device was returned to olympus for inspection and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be established. A likely cause for the reported event was a breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit chip and capacitor, mounted on the electric circuit board had a defect. The event can be detected/prevented by following the applicable chapters in the instructions for use: ¿ chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.